Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. The field service engineer (fse) confirmed the reported problem and suggested that the issue is caused by a bad flow sensor that needs to be replaced. After removing the gds some liquid was found. The fse replaced the gds to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit will not go in standby mode. The ventilator was not in use on a patient at the time of the event occurred.